Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. MFR site: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke clear in half in the middle of the tubing where it was connected right above the hub; blood was backing up into the tubing. This issue occurred during anesthesia delivery (laryngospasm during an esophagogastroduodenoscopy (egd)). The set was infusing propofol and was stopped briefly. The tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.